Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician removed the entire system, including the pacemaker, right atrial lead, and right ventricular lead, to address the issue. It was reported on (B)(6) 2024, that a new dual-chamber system had been installed to replace the previous one.